Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles of unknown size. A high pressure test was performed and no leaks were detected. It was also reported that the customer experienced high blood glucose. The blood glucose reading was 24.1 mmol/l . It was unknown how the customer treated for their high blood glucose. No harm requiring medical intervention was reported. The product will not be returned for analysis.